Event description:
It was reported that at the implant surgery it was not feasible to completely insert the electrode at the first attempt. Therefore, the electrode was pulled out and another trial was started. Testing is indicating an increasing number of electrodes with the status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.